Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an ins implanted in (B)(6) 2025 but has not been able to find a setting that would work and they could not feel anything even with the manufacturer rep making adjustments post surgery. Patient reported the rep walked away and didn't make any further changes despite reporting it wasn't working. They reported that they implanted a new ins (replaced it- was told it was not working properly, battery malfunction) one week ago and noticed an immediate difference in their symptoms just using program 1/first setting.